Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2002 and (B)(6) 2007 and a mesh was implanted. No clarifying information provided. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 concurrent with due to genuine sui and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and recurrence. It was reported that patient underwent partial mesh excision, ureterolysis and cystoscopy on (B)(6) 2002 for urinary retention. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to genuine sui and cystocele. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary/bowel problems, and recurrence. It was reported that patient underwent partial mesh excision, ureterolysis and cystoscopy on (B)(6) 2002 for urinary retention.